Event description:
No additional information

Manufacturer narrative:
This complaint was determined to be not reportable after further review. MDR submission void.

Event description:
Event details: this is a complaint about damaged injector while administering cisplatin on the ward, a closed infusion connection was not made, and the needle was protruding.

Manufacturer narrative:
510k is na because material number is only sold in japan. Investigation results: one sample was provided to our quality team for investigation. Through visual inspection, the hooks of the safety sleeve are bent and the injector needle was exposed, verifying the reported incident. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot number involved in this incident is unknown, a device history review cannot be performed. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on our sample evaluation, it was determined that needle became exposed due to the connection/disconnection of the device. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.